Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Review of the available records identified that the surgeon had no issues with the repair but discovered debris in the joint from the drill/guide. The debris was large enough to be removed with a grasper. The joint was irrigated and suctioned. No further complications with instrumentation or the juggerknotless fixation of the labrum. Visual examination of the returned product identified 2 disposable kits, same part number but unknown which corresponds to which lot as no lot number is etched on the device. Both drill bits show signs of use. The drill bit on the 2nd bit was lightly stuck in the guide when inspection took place. The 2nd bit was removed from the guide and photographed and measured for straightness because it was stuck in the guide and it has a noticeable bend while rolling on a surface plate and was found to be conforming to spec. The first bit was not measured because it doesn¿t have any bend while rolling it on the granite surface plate. There is galling on both drill bits from use and there is galling in the guide. The 1st bit does not have any galling in the guide. No metallic debris was found as stated in the complaint description nor do the drill bits have machining chips on them or signs that they had chips attached. The drill guide that shows no signs of galling in the ID was checked and is conforming. The second guide that shows heavy galling was not checked due to the damage. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110003172, jgrkntless low pro disp kit le kit, 286290. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03220. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial procedure when drilling was commenced, the surgeon found that the drill was snagging or catching on the inside of the guide. The surgeon asked for another 2.1mm anchor and implanted successfully. No additional information available.